Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of experiencing keypad anomaly. Customer reported that when buttons were pressed, insulin pump did not do what it was supposed to do. Customer reported that buttons were responding intermittently and numbers were scrolling on display screen. Customer also reported that low suspend alarm did not resume after blood glucose began to elevate. Call was transferred per customer's request. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump responded properly to button presses and was able to access all menus. The pump also communicated with the glucose sensor simulator and the guardian link transmitter. The suspend on low alarm functioned properly. The pump was able to clear the suspend on the low alarm and continue the basal delivery. The pump had a scratched case and a pillowing keypad overlay.